Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp unit, reported that the iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and found problem with the solenoid driver board. The fse replaced the solenoid driver board, and performed blood back calibration. It is unknown if the unit was cleared for clinical use. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) is not switching on. It is unknown under which circumstances this event occurred, however, no adverse event was reported.